Event description:
The hcp reported that the pt had a pump refill 9 days earlier. The pt was experiencing flaccidity for 3-4 days post refill. The pt then presented with increased spasticity. The pump was interrogated and programming was confirmed. The pt was not due for refill for 42 days. The hcp assessed the pump and found that the estimated reservoir volume was 16 ccs; the actual reservoir volume was 1-2 ccs. The pump was refilled and the pt was hospitalized overnight for monitoring.